Manufacturer narrative:
Minimal information was provided, device identifiers and additional patient information have been requested; a supplemental report will be filed if new information is received. Manufacturer reference #: cmp (B)(4).

Event description:
Surgeon reports a few (1-3) patients with hydrus related issues (none specified) that require explantation. The physician did not recall the specifics about the patients, but would provide information when he performs follow-up examinations.